Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (297 mg/dl). Customer stated that elevated bg's are due to their basal setting needing to be adjusted, and not due to the pump of pump supplies. Customer stabilized bg levels with a manual injection, and stated that they plan to meet with their health care professional on adjusting basal settings.